Manufacturer narrative:
(B)(4). Method: the device was reported to be returning for an evaluation and at this time is pending return. A review of the device history record (DHR) for the reported lot number was performed. Results: at this time the investigation is still in progress. Once the device is received, testing will be performed and results will be provided once completed. However, the DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: once the investigation and device analysis are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations. Device return anticipated.

Event description:
Fill volume: asku. Flow rate: 8ml/hr. Procedure: shoulder surgery ((B)(6) 2015). Cathplace: nerve block. Infusion started: (B)(6) 2015. Infusion ended: (B)(6) 2015. It was reported that an infusion with a pump ended sooner than expected. It was reported that the pump emptied. The day after surgery. The patient reported feeling fine and pain was a 2/10. The device is available for return. Additional information received on 08/24/2015. The patient finished surgery on (B)(6) 2015 at approximately 2:00pm and went home afterwards. The infusion was expected to last for 2 days. The following day, (B)(6) 2015, the pump appeared empty. The patient was also taking oxycodone and tylenol. The patient contacted the anesthesiologist and was instructed to continue using the pump for another day. Therefore, the pump was removed by the patient the next morning on (B)(6) 2015. The patient stated that the select-a-flow (saf) was never changed during the infusion. No patient injury occurred.

Manufacturer narrative:
(B)(4). Method: actual device was unable to be returned for evaluation and investigation. A review of the device history record (DHR) was performed. Results: the DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusion: as the device analysis could not be performed, we are unable to determine the cause of the reported event. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. Should additional information pertinent to this event become available, halyard will submit a follow-up report. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.